Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that both output connectors of the device were broken. It was also noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the atrial and ventricular output connectors of the external pulse generator (epg) were broken. The epg has been returned for repair. There was no patient involvement.